Manufacturer narrative:
Currently, it is unknown whether or not the device amy have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she had to see her doctor after experiencing severe itching and an infection at the insertion site. The customer was put on antibiotics. Nothing further was reported.